Event description:
Patient contacted dexcom technical support on (B)(6) 2013 to report that on (B)(6) 2013 patient experienced no audio output. Patient had a seizure while in bed on (B)(6) 2013. Patient reported not hearing any alerts. Paramedics came and tested the patient's bg value which was 20 at the time. Paramedics gave patient an IV of glucose and stayed with him until his bg was 78 and his cgm was 80. The patient did not have to go to the hospital or see a doctor. The patient feels back in control again.